Event description:
It was reported that the pressure tubing from the connection of the line was breached.

Manufacturer narrative:
One flotrac/vamp adult kit was returned for evaluation. Examination revealed that the pressure tubing was found broken from the solvent bond joint with female connector that was attached to the flotrac zero-stopcock. The tubing was bent near the point of damage, while the cross surfaces of the broken tubing appeared uneven and rough. The bonding solvent completely filled up the gap between tubing and female connector at the bond area. Visual examination was performed at 10x magnification. The complaint reported was confirmed to be a manufacturing defect; an investigation was opened to determine the root cause. Proposed corrective actions are in the implementation phase.